Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The malfunction code was identified as malf 0, and while the impact on the customer's blood glucose level was unknown, there was no indication of an adverse effect. The customer had experienced similar malfunctions at least three times previously. Technical support decided to replace the pump while confirming the customer's shipping address and instructing them to put the pump into storage mode before returning it. The customer was informed about the necessary steps for managing the replacement pump and agreed to return the malfunctioning pump using the provided return box and pre-paid label within 10 days.